Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n [(B)(6)], revealed no anomalies were visually observed and no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device .the reason for call was patient stated that they are having problem getting their battery recharged. Patient hooked it on the controller and the controller keep saying checking recharger. Patient added that it take forever to "come up". Patient then said they saw no device found message on their controller. Agent assisted patient to enter passive recharge , they have 0-23-100 number then went to 0-0-0. Patient then made a comment that the paddle itself is getting real hot on their back. The part that connects the paddle and the cord was hot and their controller battery went down to 60%. Patient have 2 recharger and they tried both but still won't charged their implant. A request was sent to repair to replace the recharger. Patient called back stating they never got the recharger cord promised. Agent reviewed shipping. Patient noted their paddle was not working and it was heating up and burning them. Their implant quit saturday and they were needing the equipment.